Event description:
Complainant alleged that the emergency staff was monitoring a patient (age and gender unknown) when the device shut down after ten minutes. There was no indication from the complainant of any adverse effect to the patient as a result of the alleged malfunction.